Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer: january 27, 2015. Date received by manufacturer: march 2, 2015. Product evaluation: an indigo drill were received for analysis. The motor (B)(4) on the handpiece was seized upon arrival so it was not possible to perform a pre-repair temperature test. The motor was turned over to the fa lab where it was destructively analyzed and it was determined that the bearing inside the motor was corroded and seized. Service and repair tested customer's straight (B)(4) with another indigo handpiece. The measured readings after 1 minute were 79f. Unit passed all functional tests. Service and repair tested customer's angled (B)(4) with another indigo handpiece. The measured readings after 1 minute were 75f. Unit passed all functional tests. Method: actual device evaluated. Labeling evaluation: visual inspection. Results: degradation problem. Friction problem. Conclusion: device received in condition making evaluation impossible. Device repaired and returned .

Event description:
It was reported that the device ¿became very hot when used; less than 2 min of use. Sizzled when wet compress placed on it.¿ this was discovered pre-operatively, there was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant devices: 1845010: attachment; 1845010 indigo otol straight, s/n (B)(4), lot 206368578 manufactured january 9, 2013; 1845020: attachment; 1845020 indigo otol angled, s/n (B)(4), lot 206362679 manufactured january 9, 2013. (B)(4). Product evaluation: analysis results not available; devices have not been returned for evaluation.

Manufacturer narrative:
Date of this report: december 19, 2014. Event description: additional information received: it was confirmed ¿that the drill heated up after 2 minutes.¿ date manufacturer received: march 5, 2015.

Event description:
Additional information received: it was confirmed "that the drill heated up after 2 minutes."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.